Event description:
It was reported that two days after a low anterior resection procedure, staple line completely came apart. The patient went in for a reoperation. The patient is recovering okay. Unknown if the patient is still in the hospital.